Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The site reported that the patient was admitted to the ICU for sepsis and other complications of lung ca on (B)(6) 2016 and subsequently died on (B)(6) 2016. No additional information available at this time. The site reported the patient's death was not related to the superdimension device or the enb procedure. If additional information is received a follow-up report will be submitted.